Manufacturer narrative:
Additional information was added to b3, d9, h3, h4, h6, and h11: b3: the event occurred on an unspecified date of 2024. H4: the lot was manufactured in november 2023. H11: two (02) devices were received for evaluation. A visual inspection was performed, and dark particulate on the tubing of first sample, fiber particulate on the white inlet connector of second sample were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented high-volume inlets had particles inside packaging. This was found prior to use. There was no patient involvement. No additional information is available.